Event description:
The patient ((B)(4)) is a participant in a clinical study for pain. It was reported the patient was admitted to the hospital due to acute pain below the ipg site. Follow-up on this matter found the reported issue was resolved via reprogramming. No further intervention is planned at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.